Event description:
It was reported that during a lar procedure, the device was fired in the rectum/sigmoid colon area when the staples were malformed. Surgeon and sewed the staple line closed and the procedure was delayed by approximately 15 minutes. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/16/2009. Info anticipated, but unavailable at this time.